Event description:
The following was reported to hamilton medical ag: unit is not showing ac indication & loss of external power supply. Checked power cord and power supply board. Identified issue is there in power supply board. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Power supply board was replaced, all the calibrations were performed and device functions as intended.

Event description:
The following was reported to hamilton medical ag: unit is not showing ac indication & loss of external power supply. Checked power cord and power supply board. Identified issue is there in power supply board. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Power supply board was replaced, all the calibrations were performed and device functions as intended. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.